Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the pt was scheduled to have their vns generator replaced. It was stated that the generator battery was depleted. The report was made with the device having only been implanted for approx 8 months. No programming history is available for this generator, and therefore it could not be determined if the battery was likely depleted or not. A device issue is currently suspected, which may have caused the device's battery to deplete prematurely.